Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 196mg/dl. The customer treated the high with IV at the hospital. Troubleshoot was conducted. The device was fond to have passed testing and operating as designed. The customer was advised to contact their health care provider regarding unexplained high levels.